Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: caused traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image flickers and black stripes appear, moving across the screen, the issue occurred during set up there were no reports of patient harm.